Event description:
On (B)(6) 2005 a 4.3 x 4.3 circular bard ventralex mesh was implanted to repair a defective hernia along a prior bulging underlying peritoneum at the level of the umbilicus. Had a left inguinal hernia as well as incisional hernia at the level of umbilicus. On (B)(6) 2012, emergency room visit for abdominal pain and redness around the umbilicus with streaking. Received IV fluids, morphine and zofran. Given prescriptions for oral antibiotics clindamycin and keflex, pain med percocet. (B)(6) 2012, emergency room visit severe abdominal pain more redness and streaking. IV vancomicin and zosyn. Inpatient for 6 days. IV vancomycin and other antibiotics. Sent home on (B)(6) 2012 with PICC line vancomycin 1.5g IV every 12 hours. Pain meds. Continuing on vancomycin IV at home, vancomycin 1500mg/250ml ns 175 ml/hr through PICC line q2d, (B)(6) 2012. From (B)(6) 2012 to current, vancomycin 1500mg/250ml ns IV q12h eclipse 250 ml/175ml 16 doses 8 days. Today¿s date is (B)(6) 2012 end current treatment should be approx. (B)(6) 2012. Severe fatigue currently unable to work. Doctors are calling it abdominal wall cellulitis.